Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer also stated he got the no delivery alarm prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.